Event description:
It was reported that the primus display froze during use on patient and that the device could no longer be operated. No injury reported.

Manufacturer narrative:
A logbook was not available for the investigation because it could not be read out on site. The circuit board that was determined to be the cause, which is responsible for controlling the display and user interface, was replaced and made available for the investigation. Using this, it was possible to reproduce the described behavior in the laboratory. Based on the debug data, it was comprehensible that the controllers of the pcb had performed a repeated reset. Further information could not be obtained from the debug log. A reset of both controllers was artificially induced on a comparable pcb. As specified, an automatic shutdown of the ventilation mode was performed and the device was switched to man/spont mode. In this case, the corresponding acoustic alarm was generated via the power supply (piezo alarm), since the alarm output via the display no longer worked. Since the piezo alarm is acoustically different from the usual and known alarm tone, it is conceivable that the user therefore did not perceive this alarm and interpreted it as a missing alarm. Testing the functionality of the loudspeaker in the power supply unit is part of the self-test according to the IFU. If the alarm tone cannot be heard during the test, drägerservice must be contacted. It is possible that invalid data from the ram memory of the controller system was the cause of the reported failure. Finally, the exact cause could not be determined. In the event of an error, manual ventilation - using emergency o2 dosing and adequate apl valve position - is also available when the device is switched off. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted. The device is no longer operated on site for economic reasons and is therefore not repaired.

Manufacturer narrative:
The investigation is still on-going. The results will be provided with a follow-up report.

Event description:
It was reported that the primus display froze during use on patient and that the device could no longer be operated. No injury reported.